Event description:
The customer reported that the device sometimes does not pass operational check. There was no reported patient involvement.

Event description:
The customer reported that the device sometimes does not pass operational check. Further information was provided that the device logs showed "shock impedance out of tolerance". There was no reported patient involvement.